Event description:
The pt was being treated for a reoccurrence of a left supraclinoid aneurysm, date of index procedure not provided, but stent assisted embolization. The physician considered the procedure to be a success and the pt was discharged home the following day. Nine days post procedure, the pt came for routine f/u and had no complaints. Fourteen days post procedure, at f/u the pt complained of irritation at the puncture site and was given antibiotics. Three days after this visit the facility called the pt's home and were informed that the pt died suddenly at home that day. An autopsy was performed and the physician was told the provisional cause of death was hypertensive hemorrhagic stroke in the left basal ganglia. The physician did not relate the death to the device or the procedure, but stated he believed "the plavix and aspirin dual platelet inhibition (post-stent placement) may have been related to the event."

Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event. Add'l info was requested and from the responses provided it was determined that there was no issue with the use of the device. The irritation reported at the puncture site was not due to an infection, but no further clarification to its nature was provided. The pt followed the antiplatelet/anticoagulant regimen prescribed upon discharge from hospital.